Event description:
Patient was undergoing percutaneous ballooning of subclavian vein. The attending physician inserted and inflated the medtronic pacific plus .018 4mmx100mmx150cm balloon, which ruptured. The fellow removed the balloon catheter and observed that the tip was missing. Under fluoroscopy it was confirmed that the radiopaque band from the tip of the balloon was retained. Multiple attempts were made with snares to retrieve the balloon remnant but the team was unable. Patient remained stable throughout procedure and no patient harm is expected.